Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached at 827 joules. Per the customer, the fiber cap was retrieved using a grasper. There were no known issues with the patient. The customer also stated that the fiber tip was cleaned. There were no unusual occurrences or error codes with the laser machine.